Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Event description:
Report rec'd from the USA stating that the device "had bits of metal coming out of the attachment." It was unk to the rptr whether or not the device was used in surgery. There was no add'l info provided.

Manufacturer narrative:
The device has not been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.